Event description:
It was reported that the patient was not happy with the longevity of the device. The patient felt 'stressed' and also noted a "stinging" sensation "like electric" around the pacemaker at times. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.